Manufacturer narrative:
The investigation determined the trendelenburg drive unit came loose and caused the table top to tilt unexpected into leg down position. A pin which secures the spindle of the trendelenburg drive unit came out of it¿s location and allowed the spindle to screw out of the bearing. The root cause for the separation/ loose pin could not be identified. Trumpf medical is not aware of a similar event. The device involved in the event passed it¿s expected design life and no maintenance records are available from the customer. Based on this, no further actions are required.

Event description:
It was reported that at the finishing stage of a laparoscopic surgical hernia repair procedure using the mars 2 surgical table, the table was being positioned to the up position and suddenly the table tilted to the leg position resulting in an unintended movement of the patient. It was also reported that there was no injury associated with the event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
A first device evaluation identified a separated trendelenburg drive unit which allowed the tabletop to tilt to the leg down position. Further investigation is ongoing.

Event description:
It was reported that at the finishing stage of a laparoscopic surgical hernia repair procedure using the mars 2 surgical table, the table was being positioned to the up position and suddenly the table tilted to the leg position resulting in an unintended movement of the patient. It was also reported that there was no injury associated with the event. This report was filed in our complaint handling system as complaint # (B)(4).